Event description:
The hosp reported that the scope was cloudy. It was not known when the incident happened, when the malfunction was identified, and how the case was completed. No pt effect has been reported. No add'l info was available.

Manufacturer narrative:
Investigation details: the initial inspection shows that the scope distal window was observed to be cracked. The scope was shipped to scholly fiberoptics for further investigation. A supplemental report will be submitted when the investigation results are rec'd from scholly fiberoptics.